Manufacturer narrative:
Apoc incident #: (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2019, abbott point of care was contacted by a customer regarding I-stat pt/inr cartridges that yielded a suspected discrepant pt/inr result of 5.9 on a (B)(6) year old male patient. There was no additional patient information available at the time of this report. Return product is available for investigation. Method : I-stat, date: (B)(6) 2019, tested: 0824, result: 5.9, sample: a. Stago, (B)(6) 2019, ni, 3.13, b. Collection times not provided. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Manufacturer narrative:
Apoc incident #: (B)(4). The investigation was completed on 06/26/2019. A review of the device history record (DHR) confirmed that the cartridge lot passed release specifications. Retained and returned cartridge testing of pt/inr cartridge lot t18357 met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ad (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for pt/inr cartridge lot t18357.